Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A unknown biomet implant was returned for investigation. Visual evaluation of the as returned product identified excessive foreign blood and debris along with damage and fracture at the top of implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing conditions noted bruxism on the per. The reported device was located on tooth 3 and usage of length is unknown. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/para-functional habits (bruxism) over the length of the implantation period. The following sections have been updated: b4: date of this report; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h3: device evaluated by manufacturer; h6: entered evaluation codes; h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Initial reporter email address, fax number: not provided. PMA/510(k) number: not provided.

Event description:
It was reported that an unknown biomet implant was removed due to implant fracture at tooth location 3.